Event description:
This case was initially received via regulatory authority (food and drug administration) on 05-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('pain in my abdomen area') in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. An intervention was mentioned but not specified and/or assigned to one of the events incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.